Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to unacceptable tension and pre-existing damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a laparoscopic surgery (patient not under anesthesia), the new installed endoeye high definition ii, autoclavable video telescope was found the image is green in color, assumed to be due to a defective charged coupled device (ccd). The user completed the procedure with another device. No death or injury and no impact to patient or other was reported.

Manufacturer narrative:
The referenced device was returned for evaluation and the color of the endoscopic image is green and the white balance failed. The appearance of the endoscope was clean with no abnormalities. The DHR showed that the device was manufactured according to valid instructions and met all specifications. The cause of the abnormal image cannot conclusively be determined. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly.